Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had been in overdischarge for ¿a couple of years." It was noted that there were telemetry issues. Additional information reported that the patient decided to get a new device. She was implanted on november 14 and was "very happy." If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the battery reduced capacity due to over discharge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 4. The last recorded recharge session prior to arrival was associated with the reset/default date of 3/01/2000. The previous recharge record was on 9/20/2009. The device discharged to the lock mode first on 12/07/2009 and then again on the reset/default date of 3/01/2000. Therapy was last used on (B)(6) 2009. A normal recharge was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The ins recharged for 25 hours and 33 minutes from 2.045v to 3.935v.